Event description:
Information as reported to davol: the blister packs on three simpulse solo units were cracked. The damage was noted upon receipt of the product and there was no patient/surgical involvement. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
Three units were returned for evaluation. All three units were found to have cracked blister trays. The blister packaging seals were noted to have been fully formed at one time. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.